Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter-defibrillator exhibited far field r-wave oversensing. The patient did not receive therapy as a result of the oversensing. Programming changes were discussed and no intervention was performed.

Event description:
New information received noted that far field r-wave oversensing continued. Programming changes were made to resolve the issue. Patient was asymptomatic throughout event.